Event description:
Internal investigation found that the cause for this day-of-implant impedance fluctuation was an undersized vagus nerve and/or oversized lead electrodes that leads to a gap between the nerve and electrode. During surgery, this gap between the nerve and electrode does not impact impedance as the area is well-flushed with saline to keep it wet; however right after wound closure, when the saline drains and the gap is only filled with air, high impedance may be detected for the next several hours until the electrode site begins to fill with bodily fluids / serum and then later nerve fibers, which again forms a conductive path between the electrode and nerve.

Event description:
Additional information was received that the surgeon suspected the cause of the high impedance was related to the patient's anatomy in which they had to allow time for the lead electrodes to settle on the patient's nerve. The patient's device was not turned on after the surgery. The patient was later seen by their neurologist and has now had their device turned on with no impedance issues. All impedance values were indicated to be within normal limits.

Event description:
It was reported by the or support specialist that this was a new patient implant whose lead impedance was within normal limits. The patient's device was then interrogated post-op and found to have high impedance. The surgeon was called to see the patient and an additional interrogation was performed still showing high impedance. The surgeon discharged the patient and informed them to follow-up with the neurologist in and contact them sooner if there were any issues. It was indicated that when system diagnostics was performed the patient had to clear their throat and appeared to be painful. The patient's device was not turned on so that they could allow the patient to heal from surgery. Device history records of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.